Event description:
Related manufacturer reference number: 2017865-2023-40571. It was reported that the patient underwent fluoroscopy post-ablation. It was discovered that the patient's atrial lead was dislodged. During lead extraction, it was discovered that the right ventricular lead was fully entangled with the atrial lead, and was suspected to have caused the dislodgement. Both leads were extracted and replaced. The patient was stable.